Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The reporter stated that patient na results will go as high as 200 mmol/l. The reporter provided an example of one patient sample with discrepant na results. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 200 mmol/l and it repeated as 145 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined that a reagent issue can be excluded. The field service engineer found a leaky cell rinse tube and exchanged it. The engineer confirmed the test and module were back running within specifications. The investigation determined the service actions resolved the issue.